Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16tial lead. Model: sc-2316-50e. Serial: (B)(6). Batch: 7316561. UDI: n/I.

Event description:
It was reported that the patient passed away due to an unknown reason approximately one month after the spinal cord stimulation (scs) trial lead implant procedure. There were no boston scientific devices implanted in the patient at the time of death. The physician assessed the event was not device related, however, the cause of death is unknown. No further information can be obtained despite good faith efforts.